Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The patient had symptoms of feeling sick and vomiting. The blood glucose result at the hospital was "over 600 mg/dl". The patient was treated with insulin via infusion. The patient was hospitalized from (B)(6) 2019. The infusion device was requested to be returned for product evaluation.